Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 205) was confirmed. The monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board, causing corrupt programming. The monitor was experiencing resets. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.